Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for another lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).